Event description:
Patient states that cartridge does not appear to have gone down at all after running. No alarms or error messages. Patient currently using back up pump. Spontaneous. No other information available. Reported to (B)(6) by: patient/caregiver.